Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('following hysto/4 weeks post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly is back"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('just dealing with off and on random bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("belly is back"), cyst ("huge cyst") and hypertonic bladder ("overactive bladder") and was found to have weight decreased ("I only lost 15 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, cyst, hypertonic bladder and weight decreased outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, cyst, genital haemorrhage, hypertonic bladder and weight decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, bloating quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : reporter, events- "cyst, genital bleeding,overactive bladder" was added. On 23-feb-2000: social media received- new events I only lost 15 lbs. Was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('following hysto/4 weeks post op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("belly is back"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.